Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure, after connecting the lead to the generator, no pacing was seen, sensing was abnormal and lead impedance was >2500 ohms. When the lead tested normal via an analyzer, a new pulse generator was placed.